Event description:
A retrospective clinical study reported that, after glaucoma shunt implantation, the patient had choroidal effusion in left eye. The patient was given steroidal medication first. Then surgical intervention was done on (B)(6) 2018. According to hospital discharge summary on (B)(6) 2017, the patient had moderate choroidals. The patient was given corticosteroid eye drops to treat persistent moderate choroidals on (B)(6) 2017. The follow-up report on (B)(6) 2018 showed that the choroidal got worse. The retina evaluation was done prior to draining of choroidals on (B)(6) 2018.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
According to the additional information received, elevated intraocular pressure (iop) >10mmhg from baseline was noted in the patient's left eye (B)(6) 2019. The iop was markedly elevated os (iop: 34. On return to clinic (rtc) after 3-4 weeks, it was noted that the patient might need more surgery left eye (os). Surgical intervention was noted. Glaucoma drainage device was placed in os. On (B)(6) 2020, the iop was normal - iop (10).

Manufacturer narrative:
Correction information provided in h.6. (FDA patient codes). Additional information provided in h.3., h.6. And h.11. A sample was not received at the investigation site for evaluation for the report of elevated intraocular pressure (iop) and inflammation, choroidal effusion; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).